Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00962.

Event description:
The patient was undergoing a coil embolization procedure in the midline anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach a smart coil using the handle and; therefore, the physician manually detached the smart coil. The procedure was ended after the manual detachment of the smart coil. There was no report of an adverse effect to the patient.